Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. Programming changes were made, however, the patient continued to experience symptoms. No additional adverse patient effects were reported. Available information indicates that this device remains implanted and in service.